Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The product met the product specifications. Based on the results of the investigation, the information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the occurrence. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head had air leakage from switch section. There were no reports of patient involvement.